Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7085555.

Event description:
It was reported that the experienced inadequate stimulation. A magnetic resonance imaging (MRI) was performed and revealed that the leads had pulled out or retracted about 25-30 mm bilaterally. The patient underwent a bilateral revision. The leads were removed bilaterally along with the clip. The base ring was left in place in the patient. A new burr hole cover kit was opened and the clip and cap from the new items were implanted along with new bilateral directional leads. The physician noted that it does not appear that either door of the burr hole cover was open. The burr hole cover doors were unable to be unlocked due to scar tissue.

Event description:
It was reported that the experienced inadequate stimulation. A magnetic resonance imaging (MRI) was performed and revealed that the leads had pulled out or retracted about 25-30 mm bilaterally. The patient underwent a bilateral revision. The leads were removed bilaterally along with the clip. The base ring was left in place in the patient. A new burr hole cover kit was opened and the clip and cap from the new items were implanted along with new bilateral directional leads. The physician noted that it does not appear that either door of the burr hole cover was open. The burr hole cover doors were unable to be unlocked due to scar tissue. Additional information was received that the patient is doing well postoperatively.